Manufacturer narrative:
Additional information: d9, h3, h6. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing under water was performed, and it was noted that there was a leak through the rubber part of the y-site. Clear passage testing was performed, and there were no defects observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at one of the ports and air bubbles were observed further down the tubing. This occurred during an unspecified process step. The tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.